Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was being used on (B)(6) old male pt. The catheter leaked contrast when the contrast was inserted during the hemodynamic test. The instructions for use were followed for pressure injecting contrast. Another sample was obtained and used. There was a delay in the procedure to obtain a new catheter. The pt outcome is listed as "fine" with no death, injuries or complications. Reference MDR #2242445-2011-00005 for the second event involving the same pt.